Event description:
Legal glaim patient was revised due to "the components failed and the remnants of same were removed." The attorney further states, "due to the extreme pain associated with the failure of the products."